Event description:
Follow up information received reported that the patient was in the process of scheduling a surgery date for (B)(6) 2012. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the patient fell and was in the hospital for a few months in relation to the fall. The last time the patient felt any stimulation was about three to four months ago, which was about the same time for the last recharge. It was reported that the patient had lost a considerable amount of weight. The patient was now having telemetry issues and an overdischarge was suspected. Additional information received reported the patient was in the hospital for 30 days and during this time she did not use therapy. A pmr (physician mode recharge) was started and the timer on the device got down to 0 after the patient met with the manufacturer representative. Subsequent information received reported that several trickle charge attempts were made and were unsuccessful. The patient had an appointment with her physician on (B)(6) 2012 to discuss device replacement options. Further information received reported that the patient had overdischarged three times and was being scheduled for a replacement device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2008, product type programmer; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension.

Event description:
Follow up information received reported that the patient had their ins replaced to a non-rechargeable model. The patient was reported as doing good following the replacement procedure.